Event description:
It was identified upon pre-inspection that the screw fractured inside the coping impression.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). UDI not available.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. G3: date received by the manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. *h4: device manufacture date not available, lot number unknown. H6: evaluation codes. H10: additional narrative. Several items were returned for investigation. Visual evaluation of the as returned products identified the mic33 and retaining screw were engaged. Functional testing was performed to disengage the retaining screw from the mic33. The devices could not disengage. Functional testing was performed to disengage the retaining screw from the mic33. The devices could not disengage. No pre-existing conditions were noted. The devices were intended for unknown tooth locations. X-ray & picture evaluation: x-ray or picture images were not provided. Review of appropriate documentation: document reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Information identified: contraindications, warnings, precautions and potential adverse events. Per the applicable IFU, under the section 'precautions', it is stated that improper technique may lead to device failure. DHR review: DHR review could not be performed since the lot numbers associated to the items were not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Complaint history review: a complaint history review by item number was conducted dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar event. Post market trending review: march post market trending was reviewed and there were no actionable event or corrective actions for the reported events or product. Therefore, based on the available information, device malfunction did occur for the returned product and the reported events were confirmed.

Event description:
No further event information is available at the time of this report.